Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 (air in line) alarm. This had occurred on the homechoice (hc) machine, during the drain. The technical service representative (tsr) helped the hp to clear the error and informed the hp of the error's meaning. There was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). The sample was unavailable, therefore no evaluation could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.